Event description:
It was reported that an asymptomatic patient presented with an alert for non sustained lead noise due to myopotential oversensing. Electrical measurements were normal. The device was reprogrammed, and the patient will be monitored.